Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. What were the diagnosis and indication for the index surgical procedure? On (B)(6) 2024, the patient underwent surgery for lumbar disc herniation. During the surgery, the bleeding was severe in the operation area. Absorbable hemostat was used. The surgery went smoothly. On (B)(6) 2024, the patient was hospitalized for right lower extremity pain and discomfort. The patient was diagnosed with hematoma formation after lumbar surgery, underwent hematoma debridement, and was recovered and discharged. 2. Was there any intraoperative concurrent use of other products? Concomitant use of plasmablade, fluid gelatin. 3. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Address active bleeding. 4. What were the surgeon¿s findings during the secondary surgery? The patient's postoperative low back and leg pain was aggravated, and MRI showed mixed signals in the surgical area and hematoma formation. 5. What were current symptoms following the index surgical procedure? Onset date? 9 days after the first operation. 6. Has any other surgical or medical intervention been performed, in addition to the hematoma debridement surgery? Unknown, the patient received secondary surgery for hematoma evacuation, and was discharged after healing. 6. What is physician¿s opinion as to the cause of or contributing factors to this event? Unknown. 7. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative hematoma, pain and discomfort in the right lower limb? No. 8. What is the patient¿s current status? Discharged. 9. What is the users experience w/ surgicel fibrillar and other hemostatic agents? Normal. The following information was requested, but unavailable: 1. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 2. Was another methodology used to achieve primary hemostasis prior to the use of surgicel? 3. Where was the surgicel used (on what tissue)? 4. How much surgicel was used during the procedure? 5. How was the surgicel applied? Was it wadded up? 6. Was the surgicel product left in place? Was the excess irrigated and removed? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What were the diagnosis and indication for the index surgical procedure? 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 3. Was there any intraoperative concurrent use of other products? 4. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 5. What were the surgeon¿s findings during the secondary surgery? 6. Was another methodology used to achieve primary hemostasis prior to the use of surgicel? 7. Where was the surgicel used (on what tissue)? 8. How much surgicel was used during the procedure? 9. How was the surgicel applied? Was it wadded up? 10. Was the surgicel product left in place? Was the excess irrigated and removed? 11. What were current symptoms following the index surgical procedure? Onset date? 12. Has any other surgical or medical intervention been performed, in addition to the hematoma debridement surgery? 13. What is physician¿s opinion as to the cause of or contributing factors to this event? 14. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative hematoma, pain and discomfort in the right lower limb? 15. What is the patient¿s current status? 16. What is the users experience w/ surgicel fibrillar and other hemostatic agents? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a procedure for lumbar disc herniation on (B)(6) 2024 and absorbable hemostat was used. Due to severe bleeding in the surgical area, the doctor used absorbable hemostatic gauze, and the surgery went smoothly. On the 30th day after surgery, the patient was hospitalized due to pain and discomfort in the right lower limb. It was diagnosed as a postoperative hematoma formation in the lumbar spine, the patient hematoma debridement surgery, and was discharged after recovery. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d4. Primary UDI number. Additional information was requested, and the following was obtained: a new product, (B)(6), needed to be added. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, but unavailable: please send the batch number for surgiflo. Was surgiflo removed after hemostasis was archived? What is the opinion of the surgeon to what caused the hematoma? Please describe how surgiflo was used? Did it obtain hemostasis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.